Event description:
In 2005, the company was notified of the plan to explant the patient (no further details were given at the time). Two weeks later, the company was notified the patient's c1 device was explanted due to a reported decrease in performance.